Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the nurse. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and the following day the patient experienced inflammation in left knee. No relevant medical history and concomitant medications were reported. Past medication included synvisc one with no challenges. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, (dose, frequency, indication, lot number and expiration date: not reported) in the left knee. On 14-nov-2017, the patient experienced pain and inflammation in that knee and was seen at the medical office where 70 to 80 cc of fluid was removed from that knee (latency: 1 day). On (B)(6) 017, the patient was prescribed an unknown corticosteroid and an unknown narcotic for pain. Action taken: unknown corrective treatment: unknown corticosteroid and unknown narcotics and 70 to 80 cc of fluid was removed outcome: unknown a pharmaceutical technical complaint (ptc) was initiated with global ptc number:(B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention additional information was received on 14-dec-2017. Global ptc number and results were added. Text was amended accordingly. Upon internal review on 14-dec-2017, the event of device malfunction was deleted. Pharmacovigilance comment: sanofi company comment for follow up dated 14-dec-2017: this case concerns a patient who has received synvisc one injection and had inflammation in left knee; pain in left knee and 70 to 80 cc of fluid was removed from left knee. The events are temporally related to device and occurred at the site of injection. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 05-dec-2017 from the nurse. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and the following day the patient experienced inflammation in left knee. No relevant medical history and concomitant medications were reported. Past medication included synvisc one with no challenges. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, (dose, frequency, indication, lot number and expiration date: not reported) in the left knee. On (B)(6) 2017, the patient experienced pain and inflammation in that knee and was seen at the medical office where 70 to 80 cc of fluid was removed from that knee (latency: 1 day). On (B)(6) 2017, the patient was prescribed an unknown corticosteroid and an unknown narcotic for pain. Action taken: unknown. Corrective treatment: unknown corticosteroid and unknown narcotics and 70 to 80 cc of fluid was removed. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: required intervention additional information was received on 14-dec-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 05-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and had inflammation in left knee; pain in left knee and 70 to 80 cc of fluid was removed from left knee. The events are temporally related to device. Moreover, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
(B)(4). This unsolicited case from united states was received on (B)(6) 2017 from the nurse. This case concerns a female patient (age unspecified) who received treatment with synvisc one injection and the following day the patient experienced inflammation in left knee. No relevant medical history and concomitant medications were reported. Past medication included synvisc one with no challenges. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, (dose, frequency, indication, lot number and expiration date: not reported) in the left knee. On 14-nov-2017, the patient experienced pain and inflammation in that knee and was seen at the medical office where 70 to 80 cc of fluid was removed from that knee (latency: 1 day). On (B)(6) 2017, the patient was prescribed an unknown corticosteroid and an unknown narcotic for pain. Action taken: unknown. Corrective treatment: unknown corticosteroid and unknown narcotics and 70 to 80 cc of fluid was removed. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention.